Event description:
It was reported to medtronic minimed that the customer received change battery alarm, pump error 130 alarm (this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement), pump error 43 alarm (an error in the motor was detected by reading unexpected value from hall sensor), pump error 63 alarm (hardware low level failures), critical pump error (open book image) and blank display. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for replace battery now alarm and the issue was not resolved inspite of inserting new aa battery. Troubleshooting was performed for pump error alarms. Customer was advised to discontinue use of the device and the insulin pump will be replaced. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with flashing white display immediately after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest due to flashing white display. Unable to download to review history/traces for any error alarms/alerts due to flashing white display. The p-cap locks properly into the reservoir compartment. The pump was cut open and severe corrosion was noted on all electronic assemblies. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, peeling display window cover, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked battery tube threads, cracked case at belt clip rail corner, and scratched case. Flashing white display was confirmed during analysis due to corrosion on the electronic assemblies. Unexpected change battery alarm, pump error 130, pump error 43, pump error 63, blank display, and critical pump error could not be confirmed due to flashing white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.